Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked from an unspecified location. This was observed prior to use. There was no patient involvement. No additional information is available.